Event description:
It was reported the customer had recurring no delivery alarms. The customer reported changing their infusion sets and reservoirs, but the alarms were recurring. The customer did not feel safe using the insulin pump as they were pregnant. The customer's blood glucose was 4.7 mmol/l. The customer had already reverted to their back-up plan. Customer's insulin pump will be replaced. No additional information provided.

Manufacturer narrative:
The insulin pump passed the displacement test, prime test and excessive no delivery alarm test. The insulin pump was received with a cracked reservoir tube lip, minor scratches on the display window and a scratched reservoir tube window.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.